Event description:
Other devices used: dyonics arthroscopeinstrument experienced a fitgue fracture and tip broke off in the incision area. The tip was removed & instrument was removed from the o.r. Room. No further incident noted & no untoward effect to patientdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: component failure. Conclusion: device failed just prior to use. Certainty of device as cause of or contributor to event: yes. Corrective actions: no data. The device was destroyed/disposed of.